Event description:
It was reported that a continuous glucose monitor showed error message 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return after reset, and then successfully started new sensor session.